Event description:
It was reported that the implantable pulse generator (ipg) was not able to track the upper tracking rate and the p waves were falling into the refractory period which may be contributing to symptoms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).